Event description:
Event: conversion. Event narrative: the patient was reported to have a small calcific iliac artery. An iliac artery dissection occurred while trying to get access with the device. The patient was converted to standard surgical open repair. The patient is recovering and doing fine.